Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to elevated short interval counts (sic) and t-wave oversensing (twos). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) oversensing. There was evidence of t-wave oversensing (twos) on egm of stored episodes. Lead failure predictor triggered on (B)(6) 2014 with ventricular-sics and non-sustained tachycardia, related to twos episodes. (B)(4).